Manufacturer narrative:
The insulin pump was received with full segment display and frozen screen due to faulty interface board. Failure analysis was unable to verify constant tone/audio/beep anomaly or blank display due to full segment display and frozen screen. Pump had cracked case at display window corner, minor scratched display window.

Event description:
The customer reported via phone call that they had a blank display and a constant tone on the insulin pump. Customer's blood glucose was unknown at the time of incident. The customer stated an alarm did not occur prior to the constant tone. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer also reported the constant tone persisted after a battery change. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.